Manufacturer narrative:
The device has been explanted but has been discarded by the clinic and will not be returned to the manufacturer. When available, a failure analysis will be submitted as a follow-up report.

Event description:
Repordedly the user was explanted in (B)(6) 2020. The device has been discarded and will not be returned for investigation.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to an extrusion of the device likely related to pressure of the implant on the skin. The concerned device was discarded and not available for investigation.

Event description:
Reportedly the user was explanted in (B)(6) 2020. According to the currently available information the device extruded through the skin at the incision line. The device has been discarded and will not be returned for investigation.